Event description:
In 2002 a facility filed a med watch alleging a patient was injured in fall from a 425 bed. It was reported that a resident had turned a patient against one of the beds siderails. The siderail released and the patient fell to the floor. The patient suffered a moderate hematoma and a laceration on the head. Facilities management found that the spring on the siderail was broken.